Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg an unknown white foreign matter was found within the tube. No health impact or consequence reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. E1: initial reporter facility name: (B)(6) medical center. H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode foreign matter. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.